Event description:
It was reported that intermittently the vertical lift function fails. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the ps3 power supply. System operates as intended.